Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 6 continued to have failing cubies, which were popping out and causing additional cubies in the drawer to fail. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) documented that the pyxis system had a failed drawer with three failed cubies that were initially recoverable. The fse powered down the system, accessed the rear panel, and reseated the retractor band and row board cable connections. The fse then restarted the system and allowed it to load into the application, after which the customer performed recovery. The fse observed the cubies pop out during recovery, removed the defective cubies, and replaced them with new units, restoring normal functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.